Event description:
It was further reported by the patient that ¿one of the wire leads is messing up¿ and causing numbness and tingling in both hands. The patient stated they are going to be prescribed an electromyography (emg).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) was giving them "constant shocks" and the remaining battery life had dropped from 6 years to 2 years. The patient also reported that the doctor told them that "one wire was drawing too much". The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 511212 lead implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.